Event description:
It was reported that the patient expired. The cause of death was not reported. The report indicated that the patient had metastatic sarcoma and was in hospice at the time of his death. Per the reporter, the death was unrelated to the implanted system. The patient was last seen by the physician in 2008. The pump was used to deliver hydromorphone 15 mg/ml with a dose per day of 13.583 mg. The pump also contained bupivicaine 40mg/ml, clonidine 600 mcg/ml and compounded baclofen 800 mcg/ml. The pump infusion mode was simple continuous with patient activated infusion enabled.